Manufacturer narrative:
E1: initial reporter first name (B)(6). The device was received for evaluation. During evaluation, the device had an air-in-line alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be ultrasonic sensor out of range which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.